Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 99% stenosed, proximal right coronary artery (prca). A 3.5x48mm xience skypoint drug eluting stent (des) failed to advance to the lesion due to the anatomy. The des was removed with resistance from the anatomy and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.